Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device, sleep dysfunction, difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found evidence of a small screw from the iso port, four blower housing screw bosses were broken and three of the blower housing screws were loose inside the blower box, black plastic debris from the blower housing screw bosses through-out the blower box, scuff marks of blower housing with the blower box top, liquid ingress on the blower, unknown contamination on the iso port and on the blower box air inlet at the filter area. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-200 on the error logged. The manufacturer concludes the contaminates found were consistent with small screw from the iso port, four blower housing screw bosses were broken and three of the blower housing screws were loose inside the blower box, black plastic debris from the blower housing screw bosses through-out the blower box, scuff marks of blower housing with the blower box top, liquid ingress on the blower, and unknown contaminations on the iso port and on the blower box air inlet at the filter area were inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-06399. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058